Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unusual issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) /2014). The lay user/patient¿s products have been returned, and were evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the test strips were tested and the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.